Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of a c-section procedure, the staples fell out and the patient had a post op infection. Patient was then sent to the wound care center. The device was discarded. No additional information is available at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Patient did not have an infection. During the case, the staples looked fine. There was no apparent issue during use. Twenty four hours later when the wound was checked, staples were laying in the dressing. Because so many staples fell out, patient was sent to the wound care center for wound closure. Unknown how wound was closed. Wound healed nicely. Patient is fine.